Manufacturer narrative:
A sample will not be returned for evaluation. The device sample was discarded.

Event description:
Baxter reports a patient found leakage from a transfer set because the blue tip came off the line. The transfer set was placed in 2004. The patient received cephalotine stat, 500mg ip. No patient injury reported. Patient has fully recovered.